Manufacturer narrative:
Consumer discarded product and damaged property. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction.

Event description:
Consumer alleges laying against heating pad while in bed for back pain, then got up and left product unattended while plugged in for a "perioid" of time. Consumer alleges heating pad caught on fire and damaged her pillow and pillow case. There was not a report of personal injury with this incident.